Manufacturer narrative:
Information references the main component of the system and other applicable components are: none.

Event description:
A manufacturing representative (rep) reported that the patient felt lowering of stimulation sensation when sitting in an upright position. It was noted that the patient programmed with adaptive stimulation (as) a few days prior to the report. On the day of the report, the patient noticed that when he was in an upright position, he would feel the stimulation at first, but the stim would decrease and the patient wouldn't feel it any longer; after a while, the stim would be felt again. These events did not occur before as was enabled but during these events, it was noted that the stim was turned on. On (B)(6) 2016, a rep reported that the issue of loss of stimulation when the patient sat in an upright position had been resolved; the patient stated that the fluctuation was due to the battery switching from upright to mobile. Patient's medical history is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.